Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site as well as shocking sensation that goes up the leads from the ipg site. The patient also reported a metallic taste at the back of the throat, positional headache and nausea from stimulation. X-rays were taken and revealed that a coil of lead was present underneath the ipg. The patient underwent a revision procedure wherein the pocket was moved down towards the buttocks area.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site as well as shocking sensation that goes up the leads from the ipg site. The patient also reported a metallic taste at the back of the throat, positional headache and nausea from stimulation. X-rays were taken and revealed that a coil of lead was present underneath the ipg. The patient underwent a revision procedure wherein the pocket was moved down towards the buttocks area. Additional information was received that the patient was doing well postoperatively. The metallic taste in the mouth and shocking sensation at the ipg area was no longer noted.